Event description:
It was reported that "instead of clipping the arteries, the clip cut them, being then extremely dangerous and damaging during coronary and mammary artery surgery. The use of these clips has been immediately discontinued at the surgeon's request. We will be using an older reference of applier and clips." Multiple attempts for additional information have been requested from the complainant have been unsuccessful at the time of this report.

Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. If the sample becomes available at a later date a follow-up report will be submitted with investigation results. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a corrected data: n/a